Event description:
The catheter was placed 11/14/97 via the right internal jugular vein for the infusion of tpn, cyclophosphamide, and methotrexate. During removal at the end of catheter use, the tip of the catheter broke off and embolized. A cardiac catheterization was performed to remove the catheter tip.